Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection did not reveal any anomalies. Bench analysis confirmed the error. Further investigation revealed that a component was corrupted, the component was replaced and the device operated normally. Conclusion: the reported event was confirmed, a component was corrupted which resulted in the device condition.

Event description:
It was reported an error code displayed. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the battery wires were improperly routed and the encoder nuts were not properly torqued and were loose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.